Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the product was missing from the packaging when opened.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. Review of device history records indicated the device was manufactured to specifications with no deviations to the standard manufacturing process. This device is used for treatment. The investigation could not identify or verify any evidence of product contribution to the reported problem. This complaint could not be confirmed. Based on the available information, root cause could not be determined and the need for corrective action is not indicated.

Manufacturer narrative:
No devices or photos were returned; therefore a determination on the condition of the components could not be made. The devices lot number is unknown therefore a review of its device history records and complaint search could not be performed. The device was used for treatment. Multiple attempts were made for additional information however none have been received to date. With the provided information an exact cause could not be determined.